Event description:
It was reported that multiple cartridge alarms occurred. There was no adverse effect to customer's blood glucose level. The customer reverted to alternate therapy for diabetes management.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.